Event description:
Alleged event: patient reported "deflation" of a non-abbvie device. This record is for the right side. Device was explanted. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".